Event description:
Reporter noted pt had surgery in 2003. Four days later had extremely low visual acuity due to thrombosis of retinal vein. Following day there was fibrin in aqueous, but no pain. Feels thrombosis is secondary to infection. Culture on aqueous performed; results not available yet. Surgeon feels eye is lost. Pt has no particular risk factors.